Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height cubie drawer 6 was failed to be stuck halfway and unable to open. A field service engineer identified a loose and jammed hard stop, removed broken screws and remounted the hard stop, verified proper operation through diagnostics and application testing. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the full height cubie drawer 6 stuck halfway and failed to open or close completely. The customer tried using some force to open and close the drawer, but it did not budge. The customer reported that the issue occurred when the user was trying to issue medications to a patient. There were no delay, no adverse events or injuries reported based on this event.